Event description:
It was reported that the bd synapsys¿ was missing images from one plate. No results were reported to the clinician, or the patient. This onl occured for 1 specific plate. The following information was provided by the initial reporter: "case: (B)(4). Customer reports that for one specific plate the plate was not imaged"

Manufacturer narrative:
Common device name: na. Medical device code: no code available. Medical device expiration date: na: product pending discontinuation. PMA /510k #: none-product pending discontinuation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this was logged against synapsys material #444150, serial #(B)(6). During investigation, it was determined that the plate was not imaged due to an unreadable barcode. This report is assessed as unconfirmed as no synapsys quality issues were identified. Review found complaints of this type were under statistical control for the month of march. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Per baltrm-synapsys-aph revision 26, the hazard associated with this complaint would be system malfunction: user inconvenience/customer annoyance, which is an s1; reference ID 1. Reports will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated.

Event description:
It was reported that the bd synapsys¿ was missing images from one plate. No results were reported to the clinician, or the patient. This onl occured for 1 specific plate. The following information was provided by the initial reporter: "case: (B)(4). Customer reports that for one specific plate the plate was not imaged".